Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Further information obtained from the customer indicated that the replacement of the lithium battery on the system board resolved the customer's report. Zoll medical corporation recommends replacement of the lithium battery on the system board every 5 years. This device is approximately 10 years old from date of manufacture. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.